Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the patient was experiencing extreme lethargy, nausea, vomiting, and extreme muscle looseness. It was noted the patient was on simple continuous rate.

Manufacturer narrative:
Patient code (B)(4) is in reference to the report of "pinpoint pupils". If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-aug-20. It was reported that the patient was on their way to the emergency room (ER) with their third or fourth episode of unresponsiveness. In addition, the patient was "super floppy" and had pinpoint pupils. It was noted that the issues started after the patient's last refill on (B)(6) 2019, when the medication was switched from gablofen to lioresal. The hcp did not see volume discrepancies at pump refills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-aug-21. It was reported that the patient had similar symptoms to another patient but his pupils were pinpoint. The cause of the symptoms was unknown, and the patient was having their dose lowered and was being titrated off baclofen. It was noted that they may put saline in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-sep-11 from a drug partner. It was reported that the patient's history included generalized dystonia, spastic quadriplegia, cerebral palsy secondary to birth prematurity and e. Coli meningitis, gmfcs level v, shunted hyd rocephalus, seizure disorder, gerd and barret esophagus s/p nissen fundoplication, neuromuscular scoliosis and neuromuscular hip dysplasia s/p bilateral vrdos, hardware removal and adductor releases. The patient had several episodes where he was difficult to arouse from sleep, where a sternal rub wakes him briefly, and his mother was concerned that the pump was related to these episodes. The pump dose had been decreased on (B)(6) 2019. During the office visit on (B)(6) 2019, the patient's mother reported that she had been trying to keep the patient on a sleep schedule but his sleep had been off since the patient got a new roommate who would keep the patient up. He would sometimes be awake for 36 hours or more. He would miss meals and fluids after these extended awake periods and she wondered if this "may be more of the culprit behind the unresponsive issues rather than the pump." She was giving the patient oral baclofen before bed to prevent leg spasms at night. This was working well. The interrogation of the pump was unremarkable and no anomalies were noted in the logs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was having intermittent overdose episodes and the patient was hospitalized at the time of the report. The patient became unresponsive and then after some time the symptoms cleared. The cause of the overdose episodes was not known. The pump was not alarming and no anomalies were noted upon pump interrogation. It was unknown what was done to resolve the issues. The issue was not considered resolved. The patient's weight was unknown. No further complications were reported.